Event description:
It was reported that the drill broke in the patient. No patient injury was reported.

Manufacturer narrative:
One 10mm (B)(4) drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is heavy burr and tip flaring on the distal end of the drill head ID. The drills shaft is bent slightly. Further examination of the drill head showed the primary cutting surface and flutes are worn. The drill is over nine years old and is worn. Use of drills with that have worn or dull tips can result in breakage.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.